Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain / right and left side abdominal pain") and genital haemorrhage ("abnormal bleeding -right after my implant procedure") in an adult female patient who had essure (batch no. 626980-626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst since (B)(6) 2015, chronic cervicitis, adenomyosis, gestational diabetes, menorrhagia and pelvic pain. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In 2011, the patient experienced back pain ("back pain"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced feeling abnormal ("brain fog"). The patient was treated with solpadeine (tylenol 1), codeine, tramadol, vicodin and surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, back pain and dyspareunia had resolved, the migraine outcome was unknown and the feeling abnormal had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, feeling abnormal, genital haemorrhage and migraine to be related to essure. The reporter commented: discrepancy noted that as per pfs: she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion (as per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information added. Patient's demographics added. Concomitant condition, treatment drug, lab data were added. Event injury replaced with severe and persistent abdominal pain, back pain, abnormal bleeding, painful intercourse, migraines, brain fog. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain / right and left side abdominal pain") and genital haemorrhage ("abnormal bleeding -right after my implant procedure") in an adult female patient who had essure (batch no. 626529, inv:26529, 626980, 62690980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst since (B)(6) 2015, chronic cervicitis, adenomyosis, gestational diabetes, menorrhagia and pelvic pain. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In 2011, the patient experienced back pain ("back pain"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced feeling abnormal ("brain fog"). The patient was treated with solpadeine (tylenol 1), codeine, tramadol, vicodin and surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, back pain and dyspareunia had resolved, the migraine outcome was unknown and the feeling abnormal had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, feeling abnormal, genital haemorrhage and migraine to be related to essure. The reporter commented: discrepancy noted that as per pfs: she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion (as per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:abdominal pain. Lot number: 626529 man date: 2008-02 exp date: 2010-01. Lot number : 26529 is invalid. Lot number: 626980 is invalid. Lot number 62690980 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.